Event description:
It was reported by service report that the fowler will not reset after the manual CPR is activated, the head section actuator power cord has a damaged jacket, the scale is off by -4.0lbs, the brakes are not holding, and the nurse call connector screw is broken in the bed. No patient involvement or adverse consequences are reported.